Event description:
Allegedly revision of the primary operation of 2005 was necessary, because the material of one of the protheses being implanted was broken. Male patient, activity level is retired.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.